Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: e1: the reporter¿s complete facility address was not provided. Investigation summary ¿ the product was not returned to j&j medtech orthopaedics, however photos were provided for evaluation. Visual inspection of the returned photos found that the device is shown in used condition. The first plate was found deployed by the customer. The second plate remains inside the needle. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the truespan 24 degree peek would have contributed to the complained device issue.¿ based on the findings, the potential cause for the first plate deployed is traced to procedural variables, such handling of the device or product interaction during procedure; the operator did not squeezed the red trigger to its fully position. As per instructions for use (IFU), at desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.

Event description:
This is report 1 of 5 for (B)(4). It was reported that during an unspecified surgical procedure, it was discovered that five truespan 24 degree peek devices would not seat/advance. According to the reporter, when passing the point in the fabric, the gun came out along with the peek. To verify the issue, two of the devices were activated externally, which confirmed that both peeks were on the outside. Subsequently, they were positioned at 12 degrees, and this configuration worked successfully. Additionally, two devices from another commercial brand also operated successfully. It was not reported if there were any delays to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.